Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision fem/tib sleeve clamp was broken, femoral revision tray has so many holes the instruments fell out of the bottom of the tray. Forty minutes delay in the case as instruments had to be re-sterilized.

Manufacturer narrative:
The investigation has been reopened due to product being received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A search of the complaint database against product code 217863134 found previous similar reported events. Previous investigation into this complaint found root cause is attributed to excessive torque applied to the handle while tightening stems. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device did not confirm the reported breakage: however, the clamp intermittently sticks/jams causing the device to not functioning properly. Previous investigation into this failure found root cause is attributed to excessive torque applied to the handle while tightening stems. In (B)(6) 2007, depuy knee marketing posted an article on access depuy to address issues in the field related to use of the (B)(4) fem/tib/sleeve clamp. The article states that excessive forces placed on the clamp during efforts to secure the adapter can contribute to the instrument damage and becoming non-functional. In addition, the article suggests proper lubrication may contribute to keeping the clamp functioning properly. Based on the previous investigation determination of excessive torquing as the root cause, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.